Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a heavily calcified proximal left anterior descending (lad) artery. The lesion was predilated and a taxus express2 3.5x20mm drug eluting stent was advanced, but was unable to cross the lesion. The stent delivery system was removed and it was noted that stent struts were lifted up. The procedure was completed with placement of another stent. No pt complications occurred. Pt status is satisfactory.